Event description:
It was originally reported on (B)(6) 2012 that the patient does not use the device anymore because he has no more pain. He was not sure what to do with the patient programmer. It was later reported on (B)(6) 2013 that the patient¿s device stopped working about a year ago and it was unknown what the problem was. Nothing was going to be done about it and the patient wanted to donate the external components.

Manufacturer narrative:
Concomitant: product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient. Product ID 3708160, serial# (B)(4), implanted: 2007-(B)(6), product type extension, product ID 3708260, serial# (B)(4), implanted: 2007-(B)(6), product type extension, product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger, product ID 3487a-33, lot# v028485, implanted: 2007-(B)(6), product type lead, product ID 3487a-33, lot# v028485, implanted: 2007-(B)(6), product type lead, product ID 3777-45, serial# (B)(4), implanted: 2007-(B)(6), product type lead. (B)(4).